Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 3 of 3. Reference MFR. #: 1627487-2018-06552, 1627487-2018-06554. It was reported the patient was not receiving needed therapy due to an impedance issue related to the leads. It was also reported the patient did not maintain the ipg as recommended, thus, making it inoperable over time. As a result, the scs system was explanted and replaced. Therapy restored post-op.